Event description:
Lab obtained psa value of 0.2 ng/ml on a post-prostatectomy pt on dimension rxl. Sample was tested on alternate analyzer with results of <0.1 ng/ml. There were no adverse pt consequences.